Event description:
The customer reported that no drops of insulin were visible at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on ensuring air bubbles are removed from the cartridge and advised them to follow specific troubleshooting steps regarding a cartridge alarm. The customer will continue to use the current pump but was sent a replacement pump for future use. Technical support confirmed the shipping details and instructed the customer on setting up the new pump, including how to connect it to their cgm and returning the faulty pump to avoid charges.